Manufacturer narrative:
Pump passed the self test, displacement test and active current measurement. However, the pump failed the sleep current measurement due to a problem isolated on the electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump did not receive a low battery alert prior to the replace battery alert. The customer stated the battery was not previously used. Customer also stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.